Manufacturer narrative:
Thermogard xp ivtm system s/n tgxp11072 was evaluated at the customer site. The event log was reviewed. Evaluation of the system found that the rail went to max heat all the way to max cool as intended, although it did take longer than usual, the reading were within specification. The customer reported complaint that the patient did not cool past 36 c was confirmed through the event log. The event log shows that treatment was stopped before the patient could cool further. No repairs were made to the system, as the system was functioning as intended. The system underwent and passed all functional testing.

Event description:
Complainant alleged that the ivtm thermogard system did not cool the patient. Patient temperature was 36 and the target temperature was 33 degrees celcius. The biomed indicated that the coolant would not go below 18 degrees celcius. No adverse patient sequelae was reported. No further information was provided. No adverse patient sequelae was reported.